Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to lock is confirmed and was determined to be use related. A PICC plus statlock device with foam pads and fixed posts was returned for evaluation. An initial visual observation showed the upper locking barbs on the right door of the sample were bent. The left doors of the samples as able to be locked, but the right doors were unable to be locked due to their bent locking barbs. A microscopic observation revealed the crease in the hinge of the right doors of the sample was slightly diagonal and damage was observed on the point of contact of the bent upper locking barbs on the retainer of the sample. Use residue was observed on one sample. The nature of the damage observed on the locking barb and its point of contact on the retainer as well as the characteristics of the hinge damage are evidence that the locking barb was bent due to misalignment of the door when closing the device. Pushing the door at an angle can cause the locking barb to miss the catch on the retainer and can permanently bend the barb. This issue can be avoided by centering the thumb about the middle of the door and pressing directly downwards. An examination of the sample revealed no potential damage/defect related to manufacture of the product. This investigation addresses the first of two devices. A lot history review (lhr) of rebq0593 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the statlock received within the PICC kit kept opening and would not stay closed. No other information was provided. This files addresses the first of two devices.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned the information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. If this event were to recur, it does not pose an incremental risk of harm to the patient, user, or other person because it renders the device unusable. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported by the facility that the statlock received within the PICC kit kept opening and would not stay closed. No other information was provided. This files addresses the first of two devices.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0593 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the statlock received within the PICC kit kept opening and would not stay closed. No other information was provided.